Event description:
According to the information received, this valve was explanted due to paravalvular leak. The patient also has a sjm aortic valve (21ahps-605) that remains implanted. Initially, echocardiography did not reveal mitral insufficiency; however, the patient subsequently developed a "gradually" increasing paravalvular leak. At explant, it was noted the aortic valve had "grown in well" but the mitral valve had a "small" paravalvular leak anterolaterally. Another 29 mm sjm mitral valve was then implanted. Post-operatively, both valve were reported to be functioning "well" with no evidence of paravalvular leak.